Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to open red (can h) and blue (can l) wires in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the open wires.

Event description:
A us distributor returned an electrode belt and reported that the patient using this electrode belt was receiving a service code 204 (belt/monitor unusable).